Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed and the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9735737, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial resection, an inter-operative magnetic resonance imaging (MRI) merged with a pre-existing MRI showed a 2.5 millimeter imprecision. It was noted that the radiolucent arm may have moved during the MRI. Checkpoints were not set by the site and the site opted to continue with the procedure compensating for the imprecision. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was not related to a software issue. The suspected frame movement likely contributed to the event. If information is provided in the future, a supplemental report will be issued.